Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty removing the lock line was due to the reported knot in the lock line; however, a definitive cause for the knot cannot be determined. It is possible that the lock line became knotted at the end after the unwrapping/removal process and therefore contributed to the difficulty to remove the lock line; however, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This filed to report difficulty removing the lock line. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An ntw clip was inserted and grasping was successfully performed. While attempting to deploy the clip, it was observed the two ends of the lock line (ll) were entangled, resulting in the inability to remove the ll. To untangle the ll, a hemostat was used. Once untangled, it was observed that a knot was present on one side of the ll. To remove the ll, the physician pulled the side with the knot and the other side successfully fed through the device and was removed. Mr was reduced to a grade <1. There was no clinically significant delay in the procedure. No additional information was provided.